Manufacturer narrative:
5554 lead was implanted on 04-dec-2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced infection along with effusion, wound dehiscence and exposure of the implantable pulse generator (ipg). The ipg system was explanted. Medication was administered. During the explant procedure, the right atrial (ra) lead was partially cut. A snare was attempted to retrieve the lead. It could not be collected and remains in patient. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ipg system was replaced on the right side of the patient's chest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.